Manufacturer narrative:
Follow-up # 1 date of submission 07/06/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings:visual inspection revealed that the battery compartment was cracked on the side extending from the threads to the case seal. Moisture corrosion was observed inside the battery compartment and behind the display lens. A pump case crack was also observed near the upper right corner of the display lens. A leak test was performed and both battery compartment and pump case leaks were found. The pump case was removed and evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.